Manufacturer narrative:
During an internal review on (B)(6)2020 , it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 7/3/2022 and section h4 manufacture date has been updated with 7/4/2019. Manufacture reference no: pc-000559804.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter, and after ablation clotting was observed. The investigational analysis was completed 11/13/2019. The device was visually inspected, and it was found in good conditions. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Irrigation testing was performed, and the catheter failed. A failure analysis was performed, and the catheter was dissected on the tip area. The irrigation tubing was folded. No damage was observed that might contributed to the occlusion of the catheter. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the occlusion cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no visual damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter, and after ablation clotting was observed. No adverse patient consequences were reported. The observed clot has been assessed as an MDR reportable malfunction.